Event description:
The customer reported that during a routine check before initiating therapy on a pt, the unit displayed a "gas loss" alarm. The pt was switched to another unit and therapy was initiated. No pt injury was reported.